Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that shortly after implant the ¿pump malfunctioned for some reason¿. The patient was ¿very, very sick¿. The patient was nauseated and had a severe headache. She went to the clinic and ¿they fixed it and it was all good¿. It was ¿something in the timing perhaps¿. There was no surgery to fix it. They fixed it ¿with a computer and it was all good¿. Additional information has been requested, but it was not available as of the date of this report.